Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During deployment of the device the distal portion perforated the wall of the laa. This was confirmed on transesophageal echo (tee) and a pericardial effusion was noted which led to cardiac tamponade. A pericardiocentesis was performed and the patient did not require any further intervention. The device was recaptured and removed from the patient. The patient is expected to make a full recovery.